Manufacturer narrative:
Concomitant medical products: product ID 388928 lot# 0206009138, implanted: (B)(6) 2013, explanted: (B)(6) 2020 product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: 0206009138, ubd: 20-jun-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead insulation close to the electrodes was pulled back when removing the plastic boot covering the lead-extension connection. It was noted the ¿plastic boot felt rigid and was hard to pull back¿ and that this may have led or contributed to the issue. As there was lead wire exposed and visible, the "broken" lead was replaced and the issue was resolved. There were no further complications reported or anticipated.